Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿nozzle clogging¿ was confirmed. The following findings were also noted during device evaluation: due to clogging of nozzle, water supply volume does not meet specifications, due to clogging of air water-tube, water supply volume does not meet specifications, due to wear of angle wire, bending angle in up direction does not meet specifications, air water-cylinder has corrosion, several chips and scratches on the device, connecting tube has discoloration, and a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had nozzle clogging, foreign matter remained in the air/water supply nozzle. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material and upon further analysis, the material was identified as organic silicone and carboxylate. The source of the material could be confirmed but it was noted that this type of foreign material can be found in chemicals such as a defoamer. Additionally, the cause of the material remaining in the device could not be specified. It is unknown if there were any deviations in the reprocessing steps from the instructions for use (IFU) and there was no damage to the area where the foreign material was detected that would hinder reprocessing. The customer confirmed the device was cleaned, disinfected, and sterilized prior to being sent in for repair but the specific reprocessing steps performed at the user facility were unknown. The event can be detected by handling the device in accordance with the following IFU: "chapter 3 preparation and inspection inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. (A)inspection of the water feeding function: 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function: 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received. The intended diagnostic procedure was completed.